Event description:
The rep is reporting that the surgeon had a patient with a failed rotator cuff repair. The initial repair was completed using two 5.0 spiralok anchors in 2006. Two weeks after the original procedure, the patient experienced pain, which precipitated a reoperation approx one months later. Upon surgeon rescoping the shoulder, he noticed both spiralok anchors had failed. The head of each anchor (with suture), were sheared off and floating still tied to the cuff. The surgeon revised the rotator cuff with 5.0 fastin anchors after two hours of retrieving the failed spiralok anchors without further incident or harm to the patient. (See associated MDR 1221934-2006-00248).

Manufacturer narrative:
The complaint device has been discarded by the facility and is therefore unavailable for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 196 devices that were released to distribution. However, this type of device failure has historically been attributed to the possibility that the device was inserted in an off-axis alignment, which is cautioned against, and could have fatigued the anchor during initial implantation. This situation resulted in a second procedure being performed. As a result of surgical intervention an MDR shall be filed to document this event. At this point in time, no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.